Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after all steps were completed, the prostyle device was difficult to remove. Force was applied and the device was removed from the patient anatomy, no vessel damage occurred. After removal it was noticed that the foot was slightly lifted. The sheath was upsized to an 18fr sheath and the procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. As the initial medwatch report was previously filed, the complaint cannot be voided.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because there was no reported device issue and it was discarded at the account. H6: medical device problem codes 2017, 2921 and 1528 were removed. H6: health effect - impact code 4641 was removed.

Event description:
Subsequent to the initial report, the following additional information was received: the prostyle device was reported incorrectly. The prostyle device was used with no reported issues in the procedure. No additional information was provided.